Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and non tortuous left main artery. A 20 x 4.00 rebel stent delivery system (sds) was selected; however, the device failed to cross the lesion due to the anatomy. Upon removal from the patient, it was noted that the struts were "raised off" of the sds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) and stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secure between the markerbands. Microscopic examination and tactile inspection presented no damage or irregularities in the inner or outer shafts. Microscopic examination presented no damage or irregularities to the tip. Microscopic examination presented no damage or irregularities to the balloon. Microscopic examination revealed that the seventh proximal row of the stent had bent and flared struts. Microscopic examination presented no damage or irregularities to the markerbands. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and non tortuous left main artery. A 20 x 4.00 rebel stent delivery system (sds) was selected; however, the device failed to cross the lesion due to the anatomy. Upon removal from the patient, it was noted that the struts were "raised off" of the sds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.